Manufacturer narrative:
(B)(4). Date sent: 10/03/2019. It should be noted that the device was implanted despite precautions in the IFU that states that safety and effectiveness in patients with previous intervention is not known. The patient had a previous nissen fundoplication. Per ees medical safety officer.

Manufacturer narrative:
(B)(4). Date sent: 09/23/2019 additional information was received, and the following was obtained: after implant, was the device initially effective in controlling reflux? Refer to office visit notes (B)(6) 2017. When did the recurrent reflux begin? Refer to office visit notes (B)(6) 2018. Did the patient have an autoimmune disease? No. Refer to consult note. Is the patient currently taking steroids / immunization drugs? Refer to patient medication list. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No - refer to consult note. Previous nissen fundoplication. How severe was the dysphagia/odynophagia before intervention? Refer to consult note. Were there any intra-operative complications during implant? Please refer to operative report (B)(6) 2017. Was there any hiatal or crural repair done at the same time as the implant? Please refer to operative report (B)(6) 2017. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and gerd symptoms? Refer to office visit notes (B)(6) 2018. Was the device found in the correct position/geometry at the time of removal? Refer to operative report (B)(6) 2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 14924 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please share the results of all diagnostic testing that was done prior to the explant? Please send to productcomplaint1@its.jnj.com. Please reference (B)(4). After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and gerd symptoms? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that the patient had a 16 bead linx implanted on (B)(6) 2017, due to recurrent reflux disease. On (B)(6) 2019, the patient had the linx device removed due to ongoing dysphagia and gerd symptoms. The patient has the following diagnostic testing and intervention prior to removal: esophagram on (B)(6) 2018, endoflip on (B)(6) 2019, manometry on (B)(6) 2019, ph impedance on (B)(6) 2019, video swallow on (B)(6) 2019 and capsule ph on (B)(6) 2019. The doctor noticed significant scar tissue and adhesions in the epigastric area, including the liver to the stomach and diaphragm. The device was found to be in the correct position at the time of removal. The patient no longer has dysphagia after the procedure and can swallow. Patient is also able to belch.